Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An administrator reported a patient with epithelial defect due to the patient interface. Additional information requested but is not available.

Manufacturer narrative:
Based on additional information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. (B)(4).

Event description:
In follow up, the customer stated that epithelial defect was not reported and was unaware of any epithelial defects associated with their patients.